Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated that arctic sun device was an error 113 (reduced water temperature control). The manual control mode was heated to 40 c with no issues. Then during cooling it would not cool past 30 c. The chiller temperature (t4) was 3.5 c. The mixing pump was failure. The system hours are 6825, pump hours is 5746. The customer requested quote for 2k preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed mixing pump. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated that arctic sun device was an error 113 (reduced water temperature control). The manual control mode was heated to 40 c with no issues. Then during cooling it would not cool past 30 c. The chiller temperature (t4) was 3.5 c. The mixing pump was failure. The system hours are 6825, pump hours is 5746. The customer requested quote for 2k preventive maintenance.

Event description:
It was reported that the biomed stated that arctic sun device was an error 113 (reduced water temperature control). The manual control mode was heated to 40 c with no issues. Then during cooling it would not cool past 30 c. The chiller temperature (t4) was 3.5 c. The mixing pump was failure. The system hours are 6825, pump hours is 5746. The customer requested quote for 2k preventive maintenance.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.